Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the ICU at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the brake casters were worn from normal wear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unk if the facility performs preventative maintenance on this bed. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.